Event description:
Device malfunction: difficult to inflate balloon, partial deployment, stent dislodgement. Time of malfunction: during procedure. Symptoms/ae: none. It was reported that, during a renal artery procedure, a herculink plus had a suspected hole. On inflation, the balloon only partially inflated and the stent partially deployed. When the balloon was pulled back the stent came off the balloon in an unknown site and the pt was taken to surgery. There was no add'l info available.